Event description:
It was reported that the device would intermittently power off by itself. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent failure. The cause of the reported failure was determined to be an intermittent short between the on/off switch and soft key #2 on the main keypad assembly. This intermittent short caused the device to intermittently power on and off by itself. The customer received a replacement device.